Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer will continue to use the current pump. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. The customer¿s blood glucose was 275-276 mg/dl.